Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors was selected as an accessory device for the endovascular treatment of a proximal type I endoleak from another manufacturer¿s stent graft. It was reported that 4 endoanchors were implanted in the proximal neck of the main body of the endograft due to concern for late failure of the devices. However, it was reported that approximately 40 days post index procedure, an unidentified endoleak was noted. It was noted that ¿during procedure, after placement of endoanchors, operating surgeon noticed a small unidentified endoleak¿. No treatment was given, and the patient recovered without treatment. It was noted that the event was not related to the device or procedure.